Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received error 130 during rewind, problem isolated to motor assembly. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 130. Motor tested outside device and passed. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin 1 on keypad assembly.